Event description:
A distributor in south africa reported that the rd900 neopuff infant resuscitator manometer could not go above 20mbar. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The complaint rd900 neopuff infant resuscitator was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information provided by the customer and our knowledge of the product results: the customer reported that the manometer of a rd900 neopuff infant resuscitator could not go above 20mbar. Conclusion: without the subject device, we are unable to determine the cause of the reported fault. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual states the following: dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the required specification at time of production.

Manufacturer narrative:
(B)(4). The complaint rd900 neopuff infant resuscitator is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor in (B)(6) reported that the rd900 neopuff infant resuscitator manometer could not go above 20mbar. There was no reported patient involvement.